Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of 20 mmol/l. Customer changed pump supplies to address the issue and administered a correction bolus via the pump to successfully resolve the bg.